Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient information was not provided for reporting. The lot number was not available for reporting. UDI: (B)(4), upc: (B)(4), lot number: ni, expiration date: na. A field sample was returned on may 10, 2021 for reach j&j floss unwaxed 100yd USA (B)(4). Based on field sample evaluation the lot number was noted smudged and illegible. There was no metal cutter present. Device evaluation/investigation could not be completed without the lot number. Upon visual evaluation of the returned device, it was noted that there was no metal cutter present. At this time, no conclusion is able to be drawn about the cause of the metal cutter separation as no additional information is available regarding the use of the device. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
A consumer reported a product problem with reach j&j floss waxed 55yd. The consumer stated that while using the product, after the second time, the plastic insert broke off and was lost. The floss would not come out and would not cut. There was no adverse patient event reported. A field sample was returned on 10-may-2021 and there was no metal cutter present.